Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 lists potential adverse events, including bleeding, respiratory failure, renal failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On post op day a left hemothorax was observed that required a revision in the operating room. Gradual deterioration of renal function was observed post operation despite diuretic support. The renal dysfunction was not determined to be related to or caused by the device or device therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6)2023 and was diagnosed with respiratory failure of unknown cause on (B)(6) 2023. Carbon dioxide retention was noted with no signs of lung infection. X-ray and computed tomography (CT) scan confirmed a hemothorax in the left pleural cavity. From (B)(6) 2023 on, the patient had a severe polyneuropathy, need for hemodialysis again with temporary improvement and stabilization of condition. Then experienced bleeding into the lungs and was diagnosed to be a slow metabolizer of warfarin and it was about exceeding the patient's biological possibilities. The patient finally passed away on (B)(6) 2023. The death was not considered to be device related and the device reportedly operated as expected. An autopsy was not performed and the device was not explanted.